Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a medical representative and forwarded to our local affiliate (B)(4). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) treatment on an unspecified date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed an "anesthetic area about the width of a finger" over he mandible, two weeks after receiving poly-l-lactic acid therapy. Treatments provided, if any, were not specified. The reporter mentioned that the patient did have a gum infection, and the reporter stated that he considered that the event may be also related to this gum infection. Event outcome was not reported.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum for follow-up information received on 08-dec-2008: the physician reported that the patient received her last treatment on (B)(6) 2008. Poly-l-lactic acid was diluted with 6 ml of water and 2 ml of 2% lignocaine. The treatment itself was "uneventful"; there were no sudden sharp pains from the needle other than the needle sensation going through the skin. There was no evidence of direct trauma to the left mental nerve from the needle. In addition, there was no bruising following treatment, and no pain or numbness was reported from (B)(6) 2008. Additional dates of administration were (B)(6) 2008. On (B)(6) 2008, the patient felt pain and throbbing on the lower left "4 and 5 teeth." The patient visited her dentist who told her to gargle with salt and water. The following day, the patient had swollen and painful gums and skin over the mandible on the left hand-side. On (B)(6) 2008, the patient went to a dentist and an x-ray was taken. She was informed that she needed a root canal. She began metronidazole (flagyl), penicillin, and ibuprofen (nurofen) therapy. The patient settled by (B)(6) 2008, but the hypoaesthesia remained "over distribution of the left mental nerve." On (B)(4) 2008, the reporter followed-up with the patient. There was no change in the area of numbness. Sensation to light touch and pin prick was present but slightly blunted. The patient also appeared to have "very slight" motor weakness on the left side while smiling. The reported stated that his clinical impression was that this event was most likely due to inflammation of the mental nerve following tooth infection rather than due to poly-l-lactic acid therapy. Previous poly-l-lactic acid treatments had no sequelae. Causality was provided as "unlikely". Tooth infection and hypertension were reported as relevant medical history, and concomitant medications included telmisartan (micardis) and indapamide (natrilix). Addendum 15-dec-2008: upon internal review, it was discovered that the following statement in the initial narrative should have read "on an unknown date, the patient developed an "anesthesic area about the width of a finger" over her mandible" and not "he mandible".